Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient, who was lost to follow up, was seen for a device check. The device had declared end of life (eol) with a battery voltage of 2.21 v and a charge time measurement of 30.3 seconds. The patient did not report hearing beeping tones upon elective replacement indicator (eri) declaration. A revision procedure was not yet scheduled. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that this device was explanted and returned for reliability analysis.